Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had a connection issue; further described as "loose connection". This was initially described by the patient as the ¿cassette was punctured; on connection point between cassette and solution¿ and later clarified to be not a puncture ¿just a loose connection¿. This was identified during priming for peritoneal dialysis therapy. Renal therapy services assisted the patient to end the therapy session. The patient would start the therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.